Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was questioned why this implantable cardioverter defibrillator (ICD) delivered a shock to the patient. It was noted that the ventricular tachycardia -1 (vt-1) zone was a monitor only (mo) zone, and this episode was noted to be a vt-1 event. The episode was noted to have accelerated to 194 beats per minute and that a 41 joule shock did not break the rhythm. Technical services (ts) discussed that once initial detection was met in the vt-1 zone, the device goes into redetection at which point, detection enhancements were no longer used and the patient rate was the only determining factor for therapy delivery. Programming options were questioned and ts discussed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was later explanted for an unrelated issue and was returned for analysis. No adverse patient effects were reported.